Event description:
It was reported that the programs of the patient's device had damaged the spine above the fusion and on the rib cage. The patient was also experiencing extreme pain and bruising. Additional information was received that there was no evidence of any damage to the spine and the patient had been successfully reprogrammed.

Event description:
It was reported that the programs of the patients device had damaged the spine above the fusion and on the rib cage. The patient was also experiencing extreme pain and bruising.